Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to noisy signals oversensing. The field representative performed provocation tests and no noise were detected when manipulating the pocket, nonetheless, when lifting the left arm upwards, noise was seen in the primary and secondary vectors. X rays were performed, and therapy was turned off. The technical services (ts) provided troubleshooting recommendations. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to noisy signals oversensing. The field representative performed provocation tests and no noise were detected when manipulating the pocket, nonetheless, when lifting the left arm upwards, noise was seen in the primary and secondary vectors. X rays were performed, and therapy was turned off. The technical services (ts) provided troubleshooting recommendations. This s-ICD remains in service. No additional adverse patient effects were reported.